Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. [He probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.